Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mcs instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The mcs instrument was found to have one of the blades broken. One of the blades was broken at the distal tip. Broken pieces were not returned. This failure is most commonly caused by mishandling/misuse.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument tip was broken. The procedure was completed with no reported injury.